Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump alarmed compromised force sensor system as well as drive support cap was flush. The customer¿s blood glucose level was 402 mg/dl. The customer also reported that the insulin was squirting during manual prime process. Troubleshooting was done for compromised force sensor system alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm.